Manufacturer narrative:
Zoll medical corp has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator displayed a "defib pad short" message when the device was attached. Complainant indicated that there was no patient involvement in the reported malfunction.